Event description:
Voluntary medwatch received states that patient's left ventricular (lv) lead exhibited loss of capture and fusion beats. There were no patient consequences.

Event description:
Voluntary medwatch received states that patient's left ventricular (lv) lead exhibited loss of capture and competitive atrial pacing. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147137.